Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that mvs network connection issues reported by user and the mvs network port needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the imaging system would not connect to the navigation system; it was showing that there was no ethernet connection. The site tried multiple cables with no change. A different imaging system was brought in and connected without issue. The procedure was completed using the imaging and navigation systems and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. A manufacturer representative reported that the issue was in regards to a damaged ethernet port on the mobile view station (mvs).